Event description:
Surgeon observed sparking during the use of a bovie (megadyne telescoping smoke evacuation pencil - 10 ft tubing with universal connector and holster). New megadyne telescoping smoke evacuation pencil and electrosurgical unit were changed to new. Sparking persisted. Cut/coag were decreased several times. Patient was grounded using a disposable bovie grounding pad instead of green mat. Sparking persisted, old bovie pencil was exchanged.